Manufacturer narrative:
(B)(6). Reported issue of clip difficult to release from the catheter. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2016-02294 pertains to the first resolution clip device, manufacturer report # 3005099803-2016-02295 pertains to the second resolution clip device and manufacturer report # 3005099803-2016-02296 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, resistance was felt in the handle when trying to actuate the device and the clip had difficulty releasing from the catheter. The clip was finally able to be released from the catheter, however, the clip failed to lock onto tissue. The same issue occurred with the second and third resolution clip devices. The procedure was completed with fourth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2016-02294 pertains to the first resolution clip device, manufacturer report # 3005099803-2016-02295 pertains to the second resolution clip device and manufacturer report # 3005099803-2016-02296 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, resistance was felt in the handle when trying to actuate the device and the clip had difficulty releasing from the catheter. The clip was finally able to be released from the catheter, however, the clip failed to lock onto tissue. The same issue occurred with the second and third resolution clip devices. The procedure was completed with fourth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 22, 2016. It was also reported that the clips were not retrieved.